Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient, that the patient experienced difficulty when attempting to "clip" the cleo 90 tubing to the infusion site. According to the patient, their blood glucose levels rose to 400 mg/dl; however, the patient did not state a specific level. It was reported that the patient changed out the infusion site and administered a correction bolus to resolve their high blood glucose. No permanent adverse effects to patient reported.